Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the angiocath pnk 20ga x 1.16in experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: material no.: 381134, batch no.: 9115749. It was reported that the catheter is leaking at the point where the white catheter attaches to the pink plastic hub.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with photos of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photos but could not identify the reported failure mode. The photo resolution was not high enough to determine if there was any damage that could have contributed to leakage. Without a physical sample available the engineer could not perform the necessary testing required to identify leakage and its possible root cause. H3 other text : see h.10.

Event description:
It was reported that the angiocath pnk 20ga x 1.16in experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: material no.: 381134; batch no.: 9115749. It was reported that the catheter is leaking at the point where the white catheter attaches to the pink plastic hub.